Event description:
Testing was unable to be completed due to faulty collection device. No fluid was in the collection vial therefore testing was unable to be performed. Patient had to come back for another swab collection. A new lab order was placed.